Event description:
Note: this report pertains to second of two resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip unable to deploy, they tried to wiggle the catheter and adjust but it would not release then just fell off. A second resolution 360 ultra clip used; however, the same problem happened. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.